Manufacturer narrative:
(B)(4). The devices were returned with complaint for review. Visual inspection revealed guides show heavy wear from the saw blades rubbing in the guide slots. The cutting slots show raised metal around the edges on all three parts. The gold titanium nitride coating was worn away at several spots on the device where burrs are raised. Hardness tests on all devices verified devices were within acceptable hardness criteria. Print specifications were met where measured. The device was used for treatment. Product issue appears related to normal wear and tear from usage. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, surgeon and his physician assistant discovered the femoral cutting blocks have burrs along cut slots which resulted in their gloves getting caught and ripped.